Event description:
The dr was performing a lap gastric bypass and received an error 5-instrument error. The dr retorued the instrument and initiated the user initiated test and the test took a long time complete. The dr tried a second device and completed the case with no pt consequence.